Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmm926 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: it was reported "suture thread broke off at the needle" please clarify: did the suture broke off at the needle during the procedure? Procedure name and date? Device return status/follow up?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences reported. Additional information was requested.